Event description:
The patient is reportedly experiencing episodes of intermittencies with her internal device. External equipment was exchanged and programming adjustments were attempted however this did not resolve the problem. Surgery to explant the patients device will be scheduled.